Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture did not identify any abnormalities as only the label of the dialyzer was visible, and showed the device in usage. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, a polyflux 140h had an external fluid leak from the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.